Manufacturer narrative:
Additional information was received on december 3, 2020. The patient was reported to have experienced an inflammatory response to free silicone caused to the rupture. Some silicone migration into the lymph nodes was also noted. Reason for device explant and/or reoperation: rupture/granuloma/local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 395cc mentor siltex lumera gel implants experienced bilateral rupture post procedure. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-14779 for contralateral prosthesis report.